Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Date of event: unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve was completely disconnected from the sheath on the involved destination device when the package was opened.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.